Manufacturer narrative:
Batch review performed on april 09, 2018; lot 174037 : (B)(4) items manufactured and released on 19 september 2017. Expiration date: 2022-09-10; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed on april 12, 2018 by washing and packaging manager: the involved ball head was visual inspected and the scratches were confirmed to be clearly visible on the external surface. No sign of damage were present on the internal surface of the implant. We have tried to reproduce the same defect on the implant and it was found that it could be possible to obtain similar scratches only hitting/ rubbing the ball head on a inox surface. This material could be the one of surgical instrumentation / surgical table, but also of the tables of the clean rooms in which ball heads are washed/ packed in medacta. In the first case, the scratches could have been generated accidentally during the ball head handling in the operating room, while in the second case, it cannot be excluded that the implant could have been accidentally damaged during/ after the washing step and that the operator didn't noticed it during the packaging procedure. As per instruction control the operator must 100% check the absence of any aesthetic defect (scratches, black dots; impurities; burrs) on the ceramic ball heads before washing them, so the involved implant would have reasonably been discarded. Even if it is an isolated case and there is no evidence of any systematic issue occurring during the implant washing/packaging process, the instruction control will be updated adding an additional aesthetic check after the washing process in order to prevent similar cases.

Event description:
When the packaging was opened, some scratches were found on the implant surface. The surgeon requested for another head, same reference, to complete the surgery. No patient harm.